Event description:
It was reported that the replacement also caused swelling and pain. It was removed and healed well. Outpatient notes from (B)(6) 2013 noted: reason for appointment was pain. Patient having pain and discomfort around the interstim battery since last surgery. The pessary only worked for one night. Patient would like to have this removed today . General exam, back, it was noted that battery site very sore and swollen and she is unable to lie down. But using the interstim at this time and it does affect the frequency of urination. If we remove it she will have a bad time. Assessment noted: cmg (cystometrography) ) will be done with interstim out and pessary out and no meds to see what happens. Leakage started after the midurethral sling was placed and nothing has helped since, should we remove the sling. Treatment notes: incontinence dish pessary 2 1/4 " but may be 2 1/2 ". Will order a 2 1/4" replacement. We will take the battery out and leave the leads in since they help. Later on maybe we can replace the battery. The hcp planned on saving the patient¿s ins and pessary to use later. Operative notes from (B)(6) 2013 noted: postoperative diagnosis was seroma of interstim battery. Operation: removal of interstim battery and drainage of seroma with culture of the site. Findings noted: there was a seroma and possible pus or fatty necrosis at the site of the battery. The area was cultured, copiously irrigated, with sterile saline and then sutured shut. Three grams of unasyn were given intraoperatively and the patient was to be sent home with levaquin and keflex, to be adjusted pending the culture results. Procedure notes: the battery was removed. The lead was removed from the battery and the area copiously irrigated with saline. The lead was allowed to stay in place. The patient did get relief from the interstim, however, the batteries had given her problems twice. Thus, it was decided to take the interstim out and put her on myrbetrig. The patient was scheduled for cmg (cystometrography) and will try to get a second opinion so as to know where to go from here. Information was previously reported in manufacturer's report # 3004209178-2013-21885. See also manufacturer's report # 3004209178-20 14-03220.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va04uxg, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).